Event description:
It was reported during a generator replacement procedure, noise on the atial lead was noted. The lead was capped and replaced on (B)(6) 2017. The patient was stable before, during or after the procedure.